Event description:
On (B)(6) 2022, zyno medical received a complaint that "we have had the same issue with the same pump for a 3rd time now. It kept pumping after the line had started to run dry. I am not sure why it keeps randomly happening, but we really cannot risk it happening again for a 4th time." "We caught it before it got to the patient. So the patient was okay and no follow-up was needed." The device operator was a registered nurse. Medication being infused was infliximab. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 3/21/2023, on 3/21/2023, (B)(6) of (B)(6) responded with additional event information: did any air enter tubing? Yes. Please describe how large were the air bubbles (e.g., champagne bubbles, entire segment of tubing from luer lock to filter was full of air). It was an entire segment of air, the entire line of tubing had air, from the bag to the patient please approximate the amount of air in the tubing (e.g., 1 cm, 1 inch, all the way to the filter, etc.). The entire length of the tubing line from bag to patient was clinician / user able to withdraw the air? How was this handled? Pump was stopped and line disconnected from patient. Patient was then monitored for an hour after infusion stopped. Did the pump have any obvious physical damage? No . What was the volume to be infused/value to be infused (vtbi)? 250ml was volume to be infused . Please supply the starting volume and end volume if available: unsure . What setting are the pumps being used in? 2. Cont mode t/v . Did the device generate any alarms or visible messages? No. What was the length of time the device was in use? About 2 hours.

Manufacturer narrative:
Return of the device has been requested.  As of the date of this report, device has not been returned.